Event description:
It was reported that during an unknown procedure, the first sc60 could not fire at the first stroke of first firing. The surgeon took off the reload ecr60d and installed into the second device ec60 but still failed at the first stroke. Then the surgeon changed to the third device to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Firing trigger handle,release button post. The device was received for analysis in good visual condition and with no reload present. The firing mechanism was noted to be damaged; no functional testing could be performed. The device was disassembled to verify the internal components and the firing trigger handle was found broken. Although no conclusion could be reach on what caused the trigger to break, this is consistent with clamping over hard objects and or thicker tissue then indicated. In addition, the right side release button post was broken. Although the release button is not part of the firing mechanism, when it breaks it creates friction to the firing mechanism not allowing the trigger to properly return to its home position. While there is not enough evidence to conclude what caused the right side release button post to break, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.